Manufacturer narrative:
Concomitant medical products: product ID 8731, lot# b003046n25, implanted: (B)(6) 2003, product type: catheter. Product ID 8731, lot# b003046n25, implanted: (B)(6) 2003, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2016-dec-06 reported the catheter had a big knot from the catheter and was still up in there. It was stated consumer told them to remove the whole thing, and also stated the pump was no good and eroded through the skin when it just slipped through the skin and meat of the patient; stating it was patient's second pump and patient was going through extreme measures for a month to month and half to get titrated down to a point where they could remove the pump. In 2013 (about a month or so after the pump was removed) it was stated when spoke to the neurologist , it was told to feel back there on patients back because of the hardness and lump. They were told everything should have been removed and then they went for x-rays and saw the catheter was still in and was not happy about it. It was stated patient does not sit up straight anymore and had to have assistance to do anything. It was noted patient was handicap and has to assist with the patient's preexisting spasticity and felt she will "wait on jesus for relief", and takes care of her son with feeding, bathing, etc. It was noted caller will never put another foreign matter in her son's body again and felt this was not the best thing she should do. It was noted caller was told it was okay to leave it, and noted not company or healthcare professionals had said we really need to do this and took the pump out and closed the incision up, but left the catheter in and sent the patient home. It was stated "she was losing trust and faith and belief." It was stated caller was sorry that company sent patient a pump that started all this pain, suffering, and discomfort. Caller was looking for pain and suffering reimbursement and would like company lawyers to call her. It was noted patient no longer has the pump implanted, but the catheter was left in and not removed. It was noted caller did not feel patient was the same as before and made a huge mistake.

Event description:
Additional information was received from a business partner on 2017-feb-08. It was further reported that while the patient's baclofen was being tapered, the patient experienced worsening seizures. The patient's medical history included seizures (clarified as tonic-colonic gelastic and complex partial seizures, epilepsy with recurrent seizures), inability to talk, hypertonicity and muscle rigidity, mobility limitation, dystonia and difficulty with balance, learning disability (dysphasia/aphasia), severe encephalopathy secondary to st. Louis equine virus, confusion, memory loss, decreased concentration, had no strength with weakness in the legs and arms, dysdiadochokinesia bilaterally, vision loss (blindness), dyskinesia syndrome, and joint stiffness. The patient was an african american male and was a functional spastic quadriplegic. Concomitant oral medications included keppra, lamictal, diazepam, tizanidine, baclofen, naproxen, clonazepam, cephalexin. The patient's recent history (following pump explant in 2013) included a 10lb. Weight loss, urinary incontinence, and drowsiness. The patient continued to have about 5 seizures a day. (Note: the patient's recent medical history was reported as "recent," and was later reported as a sequence of events following pump explant including withdrawal, weight loss, urinary incontinence, drowsiness, and seizures). The patient was reportedly in the emergency room on (B)(6) 2016 due to his neck swelling up (cellulitis). A computed tomography (CT) scan was performed, and the patient needed to be medicated to keep his head still for the test. The patient was reportedly taking pain killers and antibiotics. The patient's oral baclofen and diazepam were increased, and clonazepam was discontinued. The patient's current outcome was unknown.

Manufacturer narrative:
Concomitant medical products: product ID 8731, lot# b003046n25, implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
The pump currently administered baclofen. The manufacturer/type of baclofen, drug concentration, dose rate, and drug lot number were unknown. The indication for use regarding the pump included intractable spasticity and cerebral palsy. The pump was implanted on (B)(6) 2009. The pump erupted out of the stomach a year and a half ago; date of event was "2013". They had to get the patient stable and then surgery to remove the pump was performed. The catheter was left implanted. The patient had spent a month in the hospital. They were trying to stabilize the patient due to withdrawal. No further information was reported. Additional information requested also included the following: other medications the patient was taking at the time of the event, the patient's pertinent medical history, cause of event, troubleshooting performed, and outcome of event. Additional information will be provided in a supplemental report as it becomes available.